Event description:
It was reported the patient¿s implantable neurostimulator (ins) was overdischarged. The reporter stated they did not have a clear answer for how long the patient had been in overdischarge because the patient claimed they recharged once a week. Additional information received reported the patient was trying to go through the power on reset (por). It was noted the patient was unsuccessful on the first hour, but they were continuing to try. It was further noted the patient was fine. The reporter stated they could not perform any diagnostics without a charge. Additional information received reported the power on reset was not resolved. It was noted the patient was still in pain and their implantable neurostimulator (ins) was not working. The reporter stated the patient was discussing a possible revision with their healthcare professional (hcp). Additional information received reported that it had not been decided if a revision would be done. The reporter stated the patient was discussing this with their hcp. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3708260, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 3998, lot# v013615, implanted: (B)(6) 2007, product type lead. (B)(4).